Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted in the patient's aortic position using conventional suturing technique. On (B)(6) 2018, re-do aortic valve replacement was performed due to aortic regurgitation (ar). Upon explant, a left coronary cusp (lcc) was noted to be torn from the top of the stent post on the non-coronary cusp (ncc) side toward its nadir. Ex vivo tears were noted on all cusps and one of the cusps had prolapsed from the stent post. It is unknown exactly when the prolapse or other tears occurred either when implanted or during the explant. There was significant pannus ingrowth observed around the aortic annulus and the patient¿s native annulus had been disrupted. At the time of surgery, the annulus was repaired with an autologous pericardial patch and a 19mm carpentier-edwards perimount magna ease heart valve was implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was not provided. An event of regurgitation was reported. The reported leaflet tears, prolapse and pannus were confirmed. Morphological and histopathological examination found all three leaflets were torn. Leaflets 1 and 3 were torn enough to cause the reported prolapse. Fibrous pannus ingrowth was present on the inflow surface of leaflets 1 and 2. No inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pannus and tears could not be conclusively determined; however, information from the field indicated that a smaller, 19mm valve was subsequently implanted. The extent of the tearing prior to explant could not be conclusively determined, as the field stated, "it is unknown exactly when the prolapse or other tears occurred either when implanted or during the explant."

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted in the patient's aortic position using conventional suturing technique. On (B)(6) 2018, re-do aortic valve replacement was performed due to aortic regurgitation (ar). Upon explant, a left coronary cusp (lcc) was noted to be torn from the top of the stent post on the non-coronary cusp (ncc) side toward its nadir. Ex vivo tears were noted on all cusps and one of the cusps had prolapsed from the stent post. It is unknown exactly when the prolapse or other tears occurred either when implanted or during the explant. There was significant pannus ingrowth observed around the aortic annulus and the patient¿s native annulus had been disrupted. At the time of surgery, the annulus was repaired with an autologous pericardial patch and a 19mm carpentier-edwards perimount magna ease heart valve was implanted. Additional information was requested, but was not made available by the physician or hospital.